Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Na if yes, did the jaws eventually open? Na was the device fired across or near an existing staple line or clip? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. How was the procedure completed? Used another ec45al to completed the procedure. The lot number for the ecr45g was invalid (m4h026). Can you provide the correct lot number? Na

Event description:
It was reported that during a laparoscopic bypass procedure, after firing with green reload, the device can't open and the sound is very loud when closed the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: premature sled the ec45al device was received for analysis with no visual non-conformances and with an ecr45g cartridge reload present. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. No unusual strange noises were heard during functional testing. The manufacturing records were reviewed and no anomalies were found.